Event description:
The pk dissecting forceps instrument was returned, no further information was provided.

Manufacturer narrative:
On (B)(6) 2013, the hospital representative was contacted to request additional information regarding the reported complaint. It was indicated that the instrument was not working. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The instrument was returned and evaluated. No information was provided by the customer. Engineering evaluation observed that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The pitch down cable was frayed at the distal clevis hub. Engineering also observed that the instrument yaw pulley exhibited char marks on its side. The char mark was adjacent to the drive cable. The instrument passed electrical continuity testing. No damage to the conductor wires was observed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.